Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services (ts) reviewed and found right ventricular (rv) loss of capture. The next beat is declared fusion however, there was no deflection on the electrogram (egm). Ts was not sure if it was truly fusion or not. Ts reviewed lead trends, and all seemed to be stable. Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode and noise was found on the rv egm. There was no pacing inhibition. The patient is scheduled for a generator change out and ts recommended to evaluate the rv lead. At this time, the device and non- boston scientific rv lead remains in service. No adverse patient effects were reported. It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services reviewed and found there was right ventricular (rv) loss of capture however, the next beat is declared fusion but there was no deflection on the electrogram (egm). Ts informed it was hard to tell if it was truly fusion or not. Rv lead trends appeared to be stable. Ts did find a stored pacemaker mediated tachycardia (pmt) episode and did note there was noise on the rv egm. There was no pacing inhibition. Ts recommended evaluating the rv lead at the time of the scheduled generator change. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services (ts) reviewed and found right ventricular (rv) loss of capture. The next beat is declared fusion however, there was no deflection on the electrogram (egm). Ts was not sure if it was truly fusion or not. Ts reviewed lead trends, and all seemed to be stable. Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode and noise was found on the rv egm. There was no pacing inhibition. The patient is scheduled for a generator change out and ts recommended to evaluate the rv lead. At this time, the device and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced. No additional adverse patient effects were reported. It was reported that the health care professional (hcp) called for review of device data for this patient with a pacemaker. Technical services reviewed and found there was right ventricular (rv) loss of capture however, the next beat is declared fusion but there was no deflection on the electrogram (egm). Ts informed it was hard to tell if it was truly fusion or not. Rv lead trends appeared to be stable. Ts did find a stored pacemaker mediated tachycardia (pmt) episode and did note there was noise on the rv egm. There was no pacing inhibition. Ts recommended evaluating the rv lead at the time of the scheduled generator change. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.